Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary - the vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection and functional test of the device were performed, as a result; the device was not returned in the original packaging. The active tip shows no clear evidence of activation. Suction tube has been cut off at the handle. Heatshrink is in good condition. Electrical and functional testing were successfully passed. The customers device was manufactured in (B)(6) 2023. A device history review (DHR) has been performed for this lot and no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. The customer complaint was initially related to the generator not recognizing the device. Miteks investigation found evidence of an output short. However, after repeated tests of activation at default, maximum and maximum with suction on, neither fault could be replicated. The complaint cannot be substantiated. We have been unable to confirm the customer reported 'device not recognized¿ issue when they attempted using the device. Testing at atl UK shows the returned device was immediately recognized when connected to a generator and found to pass both electrical and functional testing, activation remained consistent and as expected. No error codes were observed. Due to the output shorted error being reported during product testing in the depuy mitek laboratory, repeat testing was performed at atl UK in an effort to replicate a short i.e maximum & default power was tried and again with suction on. Despite the repeat testing performed at atl UK the ¿output short¿ could not be reproduced and the complaint device was found to meet the manufacturers specification; therefore no further investigation is possible regarding the returned complaint device. The root cause of the customer reported electrode recognition problem could not be determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). E3: reporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in belgium that during a knee arthroscopy procedure on (B)(6) 2023, it was observed that the vapr tripolar90 suction electrode device was recognized by the console. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.